Manufacturer narrative:
Customer service conducted troubleshooting with the customer including; verifying there was no milk back up; verifying use of correct kit components; verifying pump parts were washed according to the instructions for use; verifying the pump parts were dry when pumping; verifying tubing was not washed or drying on the pump; and verifying correct breast shield size. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2021, the customer indicated that she developed mastitis on (B)(6) 2021 and was prescribed an antibiotic, which she is just finishing taking. She indicated that the replacement pump was working without issue and she is doing much better. The device was returned with the customer's parts and accessories and was evaluated on (B)(6) 2021. The device passed suction and cycle specifications when tested with the customer kit. It was noted that there was milk residue on the connectors and membranes and the eccentric motor shaft was out of specifications. The customer's report of low suction could not be confirmed. Based on the results of our internal investigation (reference number (B)(4) ),it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of (B)(6) 2013 to (B)(6) 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother's mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2021, the customer alleged to medela llc that she had developed mastitis because she was unable to pump with her pump in style max flow breast pump due to suction being low.